Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for investigation. Upon evaluation of the device, the reported b30 event was not confirmed. Based on the results of the investigation, root cause could not be identified. However, it was presumed that abnormality of circuit inside the scope connector occurred due to the corrosion, and the subject device and video system center could not communicate normally. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that error code e216 and b30 displayed on the bronchovideoscope. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.